Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that there was a deep crack in the probe rubber causing the ultrasound matching layer to be exposed. There were also a loss of us crystals in the head, wear on the forceps elevator level causing the up down knob to not be locked securely, the air water cylinder and scope cylinder have discoloration, there was a pinhole on the distal end rubber causing water tightness to be lost, the acoustic lens insulation resistance value does not meet standards, the ultrasonic cable was damaged causing the ultrasonic image to be defective with missing elements, the objective lens has a scratch, the adhesive around the light guide lens has a chip and the connecting tube has a buckling. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a deep crack in the probe rubber causing the ultrasound matching layer to be exposed. There were no reports of patient involvement.